Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information related to event has been updated and provided in b5 section of this report.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2021 due to low blood glucose that may have caused the vehicular accident. Customer was the driver at the time of the incident and suffered chest pain which was treated at the hospital. Customer also reported getting a blank display. During troubleshooting, customer stated the battery cap was damaged/corroded when inspected.

Manufacturer narrative:
Retainer ring = clear. On (B)(6) 2021, the customer alleged was hospitalized for low bgs, blank display, battery cap damage and cosmetic damage on the retainer. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay, cracked select button keypad overlay, cracked case behind the pump at the battery compartment and cracked battery tube threads during the visual inspection. Unable to verify battery cap damage due to pump received without the original battery cap. Thus and carelink software was utilized and downloaded trace/history files properly. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08710 inches. No blank display during testing. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No unexpected alarms were found in the history files or traces for the event date; however, replace battery alert on (B)(6) 2021 at 04:49:00 found in the history files or traces. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured (23.7 mv). The motor was tested outside of the device on the ngp stb3 and passed. In summary, pump passed all required testing. Unable to verify customer alleged for low bgs and battery cap damage. The force sensor is within specification and the motor functioning properly. Blank display not confirmed. Cosmetic damage at retainer was not confirmed, however, other cosmetic damage was noted. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated h9: 2032227-060322-002-c. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The customer reported via phone call that the customer had a car accident and they were hospitalized and went into coma for low blood glucose level on unknown date. Blood glucose reading was 36 mg/dl. Customer also stated that insulin pump had blank display and metal piece came off. Customer stated the display was blank less than 30 seconds and then returned. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). On (B)(6) 2021 the customer alleged was hospitalized for low bgs, blank display, replace battery alert and battery cap damage. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay, cracked select button keypad overlay, cracked case behind the pump at the battery compartment and cracked battery tube threads during the visual inspection. Unable to verify battery cap damage due to pump received without the original battery cap. Thus and carelink software was utilized and downloaded trace/history files properly. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and data at 0.08710 inches. No blank display during testing. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No unexpected alarms were found in the history files or traces for the event date; however, replace battery alert on 11/29/2021 at 04:49:00 found in the history files or traces. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured (23.7 mv). The motor was tested outside of the device on the ngp stb3 and passed. In summary, pump passed all required testing. Unable to verify customer alleged for low bgs and battery cap damage. The force sensor is within specification and the motor functioning properly. Blank display and replace battery alert not confirmed. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.